Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had low blood glucose and his insulin pump has cosmetic damage, the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk. A cracked display window, cracked reservoir tube lip, scratched lcd window and a missing end cap sticker also noted.